Manufacturer narrative:
Manufactured july 11, 2014 - july 12, 2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the units via the naked eye showed no signs of blockage or physical abnormality that could have caused the reported problem. A functional flow rate test performed. The flow rates were found to be within the specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a no flow event during use. The infusor was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.